Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "inappropriate snap fit". The provided lot number was invalid therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some of the statlock did not lock in place and came loose during the night. Customer stated that they had been opening and throwing out the bad one, they had 3 lot of the product. Also stated that they knew lot jft1163 was one of the lot that they experienced issue with . The other two lot they were unsure if they had issues with lot jugwh690 and jugu8137.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some of the statlock did not lock in place and came loose during the night. Customer stated that they had been opening and throwing out the bad one, they had 3 lot of the product. Also stated that they knew lot jft1163 was one of the lot that they experienced issue with . The other two lot they were unsure if they had issues with lot jugwh690 and jugu8137.